Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported while the doctor was suturing proximal end of graft, the ring began to unravel during anastomosis. Once anastomosis was complete, he moved to the distal end of graft and cut to size. Doctor stated that the ring began to unravel at that end as well. They were able to use graft without incidence and flow was good upon completion. They said it seemed like the adhesive on graft must have been weak.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The DHR was reviewed. There was no nonconformance recorded. The release testing records were reviewed for the bead peal strength. The graft profile results were also reviewed. There were no non-conformances observed in the bead peel or the graft profile values recorded during release testing.

Event description:
The hospital reported while the doctor was suturing proximal end of graft, the ring began to unravel during anastomosis. Once anastomosis was complete, he moved to the distal end of graft and cut to size. Doctor stated that the ring began to unravel at that end as well. They were able to use graft without incidence and flow was good upon completion. They said it seemed like the adhesive on graft must have been weak.